Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-aa10dk, serial (B)(6) : (B)(4) ; product ID: mr8-aa10dk, serial (B)(6) , (B)(4) : product analysis for pli-30: no conclusion can be drawn. No evaluation was performed, as the device was discarded. Product analysis for pli-10: evaluation determined that the rotation sound was unstable. The likely cause of failure could not be determined. Product analysis for pli-20: evaluation determined that no abnormalities were observed in the device. Date of notification: 2024-feb-27 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of diamond bur broke. No patient impact reported. Repair request escalated to a product event based on reason for return. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.